Event description:
A customer contacted baxter regarding damage with a minicap transfer set, it was stated that there were some cracks on the light blue main body. There was patient involvement, but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for damage was confirmed during the sample evaluation; however, no root cause could be determined.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a damaged minicap transfer set was confirmed during the sample evaluation. One used set with a cap on the dark blue connector and no cap on the patient connector was received for evaluation. Functionally the set was hand tightened with a lab titanium adapter without difficulty. The set was then tested underwater at 8 psi with no leak noted during clamp function and no tubing leak noted. The set was visually inspected and noted chipping/flaking and crack of the light blue main body. This condition is not seen at mountain home during assembly. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow-up report will be filed should additional information become available.